Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
During a surgical procedure the target vessel was the common femoral artery, for a blockage of the right pelvic artery. When removing the spiral, the individual layers of the implant peeled off, so that he could no longer insert the implant because the vxt then seemed too thin. User decides to use a competitor's product - so that the operation does not have to be aborted, no serious delay in the operation.

Manufacturer narrative:
Investigation summary: this complaint reports that a surgeon was putting an advanta vxt graft (p/n 22209, l/n 495263) in place, but when the helix was removed some of the graft peeled off with it. The user believed that the remaining graft was too thin to use and decided to use another product instead. No pictures of the graft were provided. A piece of the graft was returned as well as the removed helix monofilament. As described by the surgeon, the removed helix did have strands of ptfe from the graft attached to it. The portion of graft returned had no helix left so removal of the helix could not be tested on it. No part of the returned graft had holes. The base layer was fully intact. The majority of the graft was not returned and no pictures were provided from the time of the procedure. The integrity of the graft after removal of the helix is not known beyond the fact that some strands of the top layer peeled off with the helix. The surgeon is a new user to advanta vxt grafts. The DHR for lot 495263 and relevant subassemblies were reviewed and no anomalies in manufacturing were found. No ncrs were identified for any of these lots. There is no evidence to suggest that manufacturing, equipment, or design are related to the complaint root cause. The IFU provides adequate instructions for the use of this device and cautions a user not to use a damaged a device and how to avoid causing damage to the device. It also provides specific instructions about how to remove the helix. The IFU states that in the case that the outer layer frays, the procedure can still be completed as long as the base layer is intact. Complaint trending found that the actual occurrence level did not exceed the anticipated occurrence level. An excursion was noted in may 2024 for advanta vxt and for vxt and flixene combined for the complaint rate exceeding the 3 standard deviation limit, for which cr 1072012 was opened. A complaint history review was completed which found 3 similar complaints, two of which had a root-cause of user error and the root-cause of the third could not be determined. A recurring lot number report was completed which identified no other complaints involving lot 495263. A review of crs/capas identified only cr 1072012 opened for the trending excursion involving this complaint. No related scars were identified. No related ncrs were identified. Part of the device was returned for evaluation and the complaint was confirmed. A device nonconformance cannot be confirmed. No evidence was found to suggest that manufacturing, design, or instructions for use were related to this complaint. The surgeon is a new user to advanta vxt grafts so it is likely that improper technique may have played a role in this event, however it cannot be confirmed that technique was the cause of this event. With the information available, the root-cause of this complaint is impossible to determine.